Manufacturer narrative:
(B)(4). Date sent: 12/4/2024. D4: batch # unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: "how much was the incision extended by? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.)" Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a diagnostic laparoscopy, trocar snapped in half, leaving half in the fascia and half in the abdomen. Made an extra incision to retrieve the broken trocar.

Manufacturer narrative:
(B)(4). Date sent: 12/31/2024. D4: batch # unk. Investigation summary- the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the 2cb5lt device was received with the sleeve broken, the piece broken from the sleeve was returned. In addition, the packaging opened was returned along with the sleeve. One possible cause for the damage found may be due to excessive force being applied to the device. Please refer to the instructions for use for additional information regarding proper device usage. A manufacturing record evaluation was performed for the finished device lot 199d66 number, and no non-conformances were identified.